Event description:
It was reported : leaking. (B)(6) 2020 - 12:47 pm cst - customer confirmed fluid leakage. She could not quantify how much however she stated "made a puddle on the counter got her robe wet." Confirmed leaking from the the access tip and clamp - she was able to reclamp with roller clamp, then she discarded bottle and drainage line. She connected with new bottle to complete drainage with no issue - confirmed no harm during fluid leakage and reconnection of bottle - no product to return. 07dec2020 - catheter location is under right breast, draining right lung. 10dec2020: spoke with patient. She states that shortly after beginning her drain, fluid began to leak near the location of the roller clamp on the drainage line. She inspected the line and did not see any obvious hole or damage. She immediately clamped the line and disconnected, completing drain with new bottle. Sample was discarded. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation:no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported : leaking. On (B)(6) 2020 - 12:47 pm cst - customer confirmed fluid leakage. She could not quantify how much however she stated "made a puddle on the counter got her robe wet." Confirmed leaking from the access tip and clamp - she was able to reclamp with roller clamp, then she discarded bottle and drainage line. She connected with new bottle to complete drainage with no issue - confirmed no harm during fluid leakage and reconnection of bottle - no product to return. On (B)(6) 2020 - catheter location is under right breast, draining right lung. On (B)(6) 2020: spoke with patient. She states that shortly after beginning her drain, fluid began to leak near the location of the roller clamp on the drainage line. She inspected the line and did not see any obvious hole or damage. She immediately clamped the line and disconnected, completing drain with new bottle. Sample was discarded. No patient harm.